Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire with a noted caution statement "please receive with caution, patient is (B)(6)". Due to the (B)(6) status, only a visual examination of the driveshaft and guide wire spring tip was performed. The driveshaft and guide wire spring tip exhibited adhered stent material. There was no damage observed with the driveshaft or guide wire. At the conclusion of the failure analysis investigation, analysis identified stent material on the driveshaft and guide wire spring tip, however, it could not be confirmed whether or not this issue contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a no flow event occurred while using a csi orbital atherectomy device (oad). The target lesion was slightly calcified, 3cm in length and was located in the proximal anterior tibial (at) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed the first run successfully, but during the second run, the device stalled. While the physician removed the guide wire and device, the patient complained of pain. The pain subsided once the device was removed. The physician then advanced a laser atherectomy device into the patient and performed additional treatment. Laser atherectomy was followed up with balloon angioplasty, but at that point, angiography revealed no flow to the foot. The physician then deployed a stent in the lower portion of the at artery. The physician administered a catheter assisted thrombolysis treatment and the patient was brought back the following day for further evaluation.